Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer posted the following info on the blog at (B)(6) the customer posted that he has not been getting the proper training or help from medtronic. The customer stated that someone from the company called him only to ask him why he was in the emergency room twice. The customer did not state whether the emergency room visits were due to high or low blood glucose levels. Nothing further was reported.